Manufacturer narrative:
Corrected information: h6 (added code that was inadvertently omitted in the initial report). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: jonik s, mazurek m, rymuza b, et al. Redo-transcatheter aortic valve implantation (redo-tavi)-pilot study from multicentre nationwide registry. J clin med. 2025;14(22):8078. Published 2025 nov 14. Doi:10.3390/jcm14228078 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of repeat transcatheter aortic valve implantation (redo-tavi) in poland. The study population consisted of 32 patients who underwent redo-tavi. Of the 32 patients, 19 received a medtronic transcatheter valve (corevalve, evolut r, or evolut pro) during initial tavi. The mean time from initial tavi to redo-tavi was 4.7 years, and the reasons for intervention included: moderate/severe paravalvular leak (pvl), high gradients, stenosis, regurgitation, mixed (stenosis and regurgitation), endocarditis, and thrombosis. Various valve types were used for redo-tavi, encompassing two medtronic brands (evolut r/pro, n = 7) and three non-medtronic brands (n = 25). Here are the outcomes of redo-tavi: moderate/severe pvl, elevated/high residual gradients, stroke (disabling or non-disabling), surgery due to severe aortic regurgitation, new left bundle branch block, life-threatening bleeding/vascular complication, valve thrombosis, and hospitalization for heart failure. Additionally, five deaths occurred during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.